Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer has had ongoing intermittent issues with crej2 creatinine jaffé gen.2 (crej2) results on the cobas 8000 c 702 module since early (B)(6) 2017. The customer is still having issues and questioned results for 3 patient samples tested on (B)(6) 2017. Based on the data provided, the results for 1 patient sample were erroneous. The erroneous results were not reported outside of the laboratory. The initial crej2 result on the c702 module was 52.8 umol/l. The sample was repeated twice on the c702 module and the results were 96.5 umol/l and 97.5 umol/l. The sample was also repeated by the beckman method and the result was 95.0 umol/l. There was no allegation that an adverse event occurred. The crej2 reagent lot number was 256351 with an expiration date of 31-mar-2019. Calibration and quality control (qc) data was acceptable. During a review of the alarm trace, a sample alarm and a temperature alarm were observed on the day of the event. The customer identified a rinse station nozzle that was intermittently discharging small drops of water onto the top of the cuvettes. The investigation determined that the root cause of the issue was due to the rinse station nozzle that was dripping water onto the cuvettes.